Manufacturer narrative:
This report is being sent as part of a service record retrospective review that was self identified by haemonetics. The following parts were sent to customer biomed for repair: barbed fitting,10-32 thread, fitting,hose barb 1/8 ID, restrictor miniature inline, t fitting,1/8 ID tubing, pcb, assy, safety, pcs2, 8150, mtr cont pc board assy, mcs+, hose, polyurethane,.125 ID, clr, quick disconnect coupling body, fitting,coupling body. The suspect device/part was not returned to haemonetics, without physical sample provided for evaluation, the root cause cannot be determined.

Event description:
Haemonetics was notified that a customer reported, "needs safety board as the machine kept alarming on start up. Motor control board as it burnt; cuff connector". There was no donor involvement.